Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however it is believed the patient's rhythm was causing a measurement issue based on programming.

Event description:
During follow-up, oversensing was observed on the right ventricular channel. Further review indicated the patient's intrinsic rhythm was causing a measurement anomaly with the programming of the device. The physician continued to monitor patient without observing any additional oversensing events. The patient was in stable condition.